Manufacturer narrative:
Pump received with button error alarm and intermittent button response due to corroded keypad traces. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted during visual inspection. Pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, and missing end cap sticker. (B)(4) .

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that buttons were not responding. Customer reported of changing batteries and received button error alarm. Customer's blood glucose was 175 mg/dl. Customer reported of being tipped over in a canoe. After troubleshooting, customer was advised that insulin pump would need to be replaced.